Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer have any voice prompts when the on/off button is pressed and the device lid was opened. There was no report of any patient use associated with the reported issue.